Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed on the same day of essure insertion". The patient's past medical history included multigravida, parity 1 ((B)(6) 1993), miscarriage, ectopic pregnancy, c-section, hypothyroidism, gastroesophageal reflux, streptococcal pharyngitis, sinusitis, anxiety, depression, menorrhagia, uterine bleeding, heavy periods, hormonal contraception, pap smear abnormal, menometrorrhagia, uterine dilation and curettage and endometrial ablation. Previously administered products included for an unreported indication: depo provera shot from 2014 to 2015 and birth control pills. Concurrent conditions included thyroid disorder nos since 2006, blood pressure high since 2017, high cholesterol since 2018, urinary tract infection, nausea, leukocytosis, vomiting and body mass index high. Concomitant products included levothyroxine since 2006. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("(cramping)/ lower abdomen pain/ sever lower abdomen pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and investigation noncompliance ("she did not undergo essure confirmation test"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the genital haemorrhage had not resolved and the sexual dysfunction, dysmenorrhoea, abdominal pain lower, dyspareunia and investigation noncompliance outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, investigation noncompliance, pelvic pain and sexual dysfunction to be related to essure. The reporter commented: there was 1 trailing coil in the left and 3 trailing coils on the right. The patient is taking medication used on a regular basis: levothyroxine and atorvastatin since 2017 and 2018 to present respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. She has had a pap smear and gynecologic examination that has excluded cervical disease on (B)(6) 2016, us pelvic with transvaginal- impression: abnormal endometria thickening. Nabothian cysts in the cervix. Hypoechoic lesions in the right ovary, probably cysts. Mild tree intraperitoneal fluid in the pelvic cul-de-sac. On (B)(6) 2016, anatomic pathology-gross description: the myometrium ranges up to 3.2 cm in thickness and is markedly trabeculated. There is a cystic hemorrhagic area on the posterior aspect that is 3.0 cm in greatest dimension, extending from the hemorrhagic scarred lower uterine segment to the mid posterior aspect abutting the serosa. No intramural nodules are noted. Further sectioning reveals an embedded coiled gray device located within the left cornu, extending into the proximal aspect of the fallopian tube, consistent with an essure device and is approximately 3.0 x 0.1 cm. The right fimbriated fallopian tube is 5.0 x 0.3 cm. The serosa is pink-purple and free of adhesions. Sectioning reveals an embedded coiled gray device, consistent with an essure device, embedded within the proximal one-third that is approximately 2.0 x 0.1 cm. The lumen distal to this device is patent. The left fimbriated fallopian tube is 4.5 x 0.3 cm. The serosa is pink-purple and free of adhesions. Sectioning reveals a patent lumen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: endometrial ablation performed on the same day of essure insertion most recent follow-up information incorporated above includes: on 23-jan-2018: plaintiff fact sheet and medical record received- all relevant medical history, concurrent condition, lab test and events apareunia (inability to have sexual intercourse), dysmenorrhea, (cramping)/ lower abdomen pain/ sever lower abdomen pain, dyspareunia (painful sexual intercourse), she did not undergo essure confirmation test, endometrial ablation performed on the same day of essure insertion were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown and the genital haemorrhage had not resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.